Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they met with the manufacturer representative and had the stimulator reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was charging too frequently. The patient reported that she charged for over 8 hours and the ins didn¿t fill to 100%, likely filled to 50-75% flashing. The patient reported that she had full coupling most of the time as the battery got about 75% full she lost about 3 bars and tried repositioning the antenna. The patient reported that by the next morning the ins battery would deplete and turn off leaving her in pain. The patient reported that because of this she was in terrible pain and just took some hydrocodone. The patient reported that she had not been recently reprogrammed or switch to a new group. The patient reported she had not needed to increase parameters. The patient reported that there was a previous overdischarge that could be related. There were no falls or traumas that could be related to this issue. The patient reported having pain in her back. No further complications were reported.